Manufacturer narrative:
Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. (B)(4).

Manufacturer narrative:
Method: lens work order search. Results: a lens work order search was performed and no similar complaints were found. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon removed and inspected a 13.2mm micl13.2 implantable collamer lens, -7.0 diopter, prior to loading, and noted there was something wrong with the lens. The lens was not used and there was no patient contact. The backup lens was implanted. The reporter stated the surgeon felt the lens was defective but was unable to provide what the defect was.